Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator's display was erratic. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the graphical user interface central processing unit (gui cpu) printed circuit board (pcb) and upgraded the backlight inverter pcbs to address the issue. The unit passed all testing and operated within the manufacturing specifications.